Event description:
Epidural catheter placed for anesthetic adminstration at l2 - l3.encountered resistance when removing the catheter post operatively. 0.5 cm of catheter retained in patient when catheter finally removed. No untoward effects noted.